Manufacturer narrative:
A wallflex biliary rx fully covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered and undeployed. The stent was inspected and holes were noted on the stent cover in the proximal section. Functional evaluation revealed that it was possible to deploy the stent by actuating the delivery system without resistance. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was not confirmed as the stent was deployed without resistance during functional test. The cause of the observed failure of stent cover damaged (holes) and reported failure of stent failure to deploy could not be established as there is not sufficient information about what could of these failures. An investigation is in place to address this problem. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the delivery system was in the fully deployed position; however, the stent failed not deploy. The physician tried several different techniques to deploy the stent but was unsuccessful. The stent was removed from the patient fully covered by the outer sheath and a different stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent cover was damaged.